Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen and balloon, consistent with a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There was a bent strut in the first row of the distal end of the stent implant. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with gastrografin, diluted 1:1 with water was used to pressurize the stent delivery system when fluid leaked out of two tears in the distal shaft, 10.5 cm proximal to the proximal balloon seal. Both tears were in the inner and outer member. One tear was 1 cm in length and the other was 0.5 mm. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly moderately calcified, which likely contributed to the reported difficulties. In this case, it is possible that the shaft was damaged (scratched) during interactions with other devices, or the lesion during advancement in the anatomy. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues or tears in the shaft for this lot. There is no indication of a lot specific product quality deficiency. In this case, the noted tears in the shaft appear to be related to the operational context of the procedure.

Event description:
It was reported that the xience v would not inflate. Predilatation was performed with a trek balloon catheter. The xience v was placed at the lesion site in the circumflex artery that had moderate calcification; however, there was no inflation. The connections/hookup were checked and all seemed fine. The xience v was removed from the patient and outside of the patient, they tried to inflate the xience v stent delivery system with saline, but it would not inflate. There was no clinically significant delay in the procedure. There was no adverse patient effects. No additional information was provided.